Event description:
It was reported that a pinhole in the catheter occurred. During the procedure, an atlantis¿ pv imaging catheter was selected to view the unspecified target lesion. However, it was noted that there was a pinhole in the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Evaluation of the returned device revealed that fluid was leaking from an open hole at the sheath assembly when the catheter was flushed. Sheath looks bent in the section where the hole is located. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pinhole in the catheter occurred. During the procedure, an atlantis¿ pv imaging catheter was selected to view the unspecified target lesion. However, it was noted that there was a pinhole in the catheter. The procedure was completed with another of the same device. No patient complications were reported.